Manufacturer narrative:
(B)(4). This event occurred in (B)(6) .

Event description:
The customer received a questionable elecsys hcg + beta test system result for one patient sample. The initial hcg result was 0.512 miu/ml and was reported outside of the laboratory. On (B)(6) 2018 a new sample was collected and the hcg result was greater than 10,000 miu/ml. The sample was repeated with a dilution and the hcg result was 94,285 miu/ml and deemed to be correct. On (B)(6) 2018 the initial sample was repeated and the hcg result was 10,000 miu/ml accompanied with a data flag. There was no allegation of an adverse event. The hcg reagent lot number was 24044401 with an expiration date of 31-aug-2018. The customer was not using the recommended rack adapters. The qc was acceptable and there were no obvious reagent issues. The investigation was unable to find a definitive root cause.